Event description:
The customer called to report a blank display. The reported blood glucose reading at the time of the call was 137 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not fully connected.